Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited noise. The p waves measured between 3.5 - 4.5 mv. The sensitivity setting of the system was decreased. The patient was very sick and maybe placed on a heart transplant list.